Event description:
It was reported that during a follow up, the physician suspected lead fracture via fluoroscopy. There is no electrical anomaly and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the lead was explanted and replaced. No further information is available.